Event description:
The physician attempted closure of the arteriotomy with the closer tsl 6fr device. After deployment, the foot would not completely park and difficulty removing the device was encountered. It was discovered that the anterior suture was under the foot. The operator was able to cut the suture and pull them out. This allowed the foot to be lowered and the device removed successfully. It is believed that compression was used for hemostasis. The patient has recovered without further incident.